Event description:
The nurse educator called for assistance on how to review the bolus history, it was stated that the nurse suspects that the customer intentiionally gave themselves boluses which resulted in having lbgs. It was indicated that the customer was ordered not to have food before a scheduled procedure. It was stated that the customer was already in the hosp when the event occurred. No further details.